Manufacturer narrative:
Patient was implanted with the light adjustable lens in the left eye on (B)(6) 2020. Adjustments completed without issue. Due to covid-19 impact on the provider, the patient was unable to return for lock-in until (B)(6) 2020. When in clinic prior to lock-in, patient reported visual disturbances and non-compliance with uv protective wear. The lens was explanted on (B)(6) 2020 (rxsight's first awareness of the explant was (B)(6) 2020). Device history record for the lens was reviewed. No issues were noted. The explanted lens was returned for evaluation and received on july 14, 2020. The lens had been cut into three pieces, with one of the cuts through the center of the lens optic. The lens had been cut in order to explant. Visual inspection of the lens fragments did not note of any unusual zones. An optical path difference of the lens also could not confirm any zone formation on the lens.

Event description:
Patient was implanted with the light adjustable lens in the left eye on (B)(6) 2020. Adjustments completed without issue. Due to covid-19 impact on the provider, the patient was unable to return for lock-in until (B)(6) 2020. When in clinic prior to lock-in, patient reported visual disturbances and non-compliance with uv protective wear. The lens was explanted on (B)(6) 2020 (rxsight's first awareness of the explant was (B)(6) 2020).